Manufacturer narrative:
Device is a combination product. Date of event: used the first day of the aware date since date not provided. (B)(6).

Event description:
It was reported that shaft break occurred. A 2.50 x 24mm synergy drug-eluting stent was selected for use. However, during stent advancement, the body of the delivery balloon catheter was fractured. The procedure was completed with a different device. No patient complications nor injuries were reported.